Manufacturer narrative:
Date of event: exact date unknown, event occurred a few weeks after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(4), batch: 7073229.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned and the trial lead was replaced. The patient was doing well postoperatively. The explanted lead was discarded.